Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to nonsustained ventricular tachycardia (vt) episodes and short interval counts (sic). It was also noted that several arrythmia episodes were not detected by the device, therefore cardioversion did not occur and external defibrillation was applied. The device and right ventricular (rv) lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, and the right ventricular lead integrity alert was triggered. The analyst noted that beginning 2014-(B)(4), the sensing integrity counts up to 294, with non-sustained ventricular tachycardia (vt) and high rate episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred 2014-(B)(4) for sensing integrity counter greater than 30 in 3 days and high rate episodes.